Event description:
It was reported that one day following an unrelated open-heart surgery, the pulse generator exhibited capture anomalies resulting in loss of output. The patient was asymptomatic. The device was reprogrammed.

Manufacturer narrative:
.